Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pectoral pain caused by lead perforation of the myocardium. The right ventricular (rv) lead also exhibited loss of capture and high thresholds. The lead was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.